Event description:
Related manufacturing ref: 3002953813-2019-00005. During the procedure, the patient was burned near the needle entry site. The probes would not exceed 60 degrees c. The needles and probes were replaced and the generator was able to increase the probe temperature. The procedure was completed successfully. The burn was considered minor and treated with salve.

Manufacturer narrative:
The reported event of a patient burn and lower than expected temperature reading could not be confirmed. As received, the generator booted normally to the main screen. The boot sequence was followed as anticipated and passed the self-test. The generator was power cycled several times and the touch screen functioned as designed. Sensory, motor, lesion, pulse and dosed modes were tested and no anomaly was observed. Temperature calibration test was performed and no anomaly was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause for the low temperature and patient burn remains unknown.